Event description:
The patient presented to the physician with a rash at the chest incision site. The physician drained the site and prescribed antibiotics. The patient then presented back to the physician with improvement.